Event description:
It was reported that the patient experienced extracardiac stimulation due to the right atrial lead. The lead was electrically abandoned. The patient was a participant in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.